Event description:
It was reported that the customer experienced an incomplete load alert and incomplete fill tubing. Troubleshooting with tandem technical support indicated that caller had not completed the cartridge change and fill tubing steps, resulting in the pump alerting the customer that the process had not been completed. The customer's blood glucose was in the 500 mg/dl range. The customer spouse assisted the customer in loading a cartridge and delivering a bolus. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.